Event description:
Clinic notes dated (B)(6) 2013 were received which indicate the patient's vns was interrogated that day and a warning sign came on stating a high more than 10,000 lead impedence has been detected. This would indicate a possible discontinuity of the lead or the fibrosis between the nerve and the lead or other problems. Programmed current is possibly not being delivered at the specified level "possible limited by battery voltage, lead impedence, other reasons: and suggestion is reprogram the pulse generator to a lower out current and wider pulse width. Per the notes, the output current was decreased from 1.5 to 1.25 ma in the device and 1.75 to 1.45 ma in the magnet. The pulse width was increased to both 750 microsec. With these it was programmed and reinterrogated. After re-interrogation and the same warning came again. When system diagnostic performed the same message came. The output current low. Current delivered was 0.00ma. Lead impedence high and the impedence more than 10,000 ohms. Ifi-no. The physician planned to wait for the patient's drug levels to come back prior to making changes to the medication regimen. Clinic notes dated september 17, 2013 indicate the patient still gets two to three staring spells per day and drop attacks when he is really warm. Per the mother, the seizure frequency is almost the same. Follow up with the site found that surgery is likely, but has not occurred to date. At this time, the physician believes the patient is unable to receive therapy due to the high impedance. The patient's medications have been increased for the time being. It is not believed that any patient manipulation or trauma occurred that is believed to have caused or contributed to the event.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.